Event description:
On 11/30/2023, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry will undergo revision surgery on (B)(6) 2023 due to loosening of the implants on the glenoid side. The original procedure took place on (B)(6) 2016. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a patient specific event.